Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose over 900 mg/dl. The patient wore the insulin pump at the time of admission, and she was treated for four days by medical staff. The customer confirmed that her hospitalization was not caused by any medtronic device or device malfunction. The insulin pump was not returned for analysis.